Event description:
It was reported by (B)(6) health science univ that the cardinal health monoject 20ml ref 118200777 syringe is "slightly different" compared to the covidien monoject 20ml syringe ref 118200777. It was noted that the cardinal health monoject 20ml syringe cannot be detected by the syringe pump. There was patient involvement but no harm.